Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for prolactin (prl) on an e602 analyzer. The sample resulted as 24.93 ng/ml when tested on the e602 analyzer and this result was reported outside of the laboratory. The same sample was also tested at "laboratory 1" using a clia test method on a second analyzer, resulting as 16.1 ng/ml. The same sample was also tested at "laboratory 2" using a clia test method on a third analyzer, resulting as 15.8 ng/ml. The customer did not know which result was correct. The patient was not adversely affected. The e602 analyzer serial number was (B)(4).

Manufacturer narrative:
It has been clarified that the clia test method used was beckman coulter dxc. A specific root cause could not be determined based on the provided information. As the patient's prolactin results are slightly above the expected reference range for non-pregnant females indicated in product labeling, it is possible that the patient has real elevated values compared to the measured values for the majority of this patient cohort in the reference range study. Presence of macroprolactin in the sample may also be a possible root cause, but this could not be assessed due to lack of requested information. A general difference in results from different manufacturer assays can be expected based on antibodies used, specificity, and sensitivity.